Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The case was a normal l5-s1 decompression and instrumented fusion using which the surgeon had performed many times in the past. The surgeon was using the torque wrench for the final tightling when the blockers internal thread stripped. The surgeon asked for the new blocker which he loaded and inserted onto the screw without any issues.